Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer, analyzed, and no anomalies found were found. It was also noted that the defibrillation conductor was distorted and several conductors had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay and the outer tubing overlay was melted. The outer insulation was breached cut, had a white substance, and a cosmetic depression. There was blood in/on the helix mechanism. The lead had apparent explant damage.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was suspected to have fractured. A new pace/sense lead was implanted and the high voltage portion of the lead remained in use. Later, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.